Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint is confirmed; the device has peeling and separation of the ultrasound probe cover. The most probable cause of the complaint is stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope outer protective layer of the probe was loose and came off. There were no reports of patient involvement as this issue did not occur during a procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1. (B)(6).